Event description:
It was reported that a patient underwent a childbirth procedure (B)(6)2023 and suture was used. During the procedure the product was used for perineal suture. The needle was detached from the suture even though the surgeon did not apply any force at all during use. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Events reported via: 2210968-2023-03703.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h6 component code: g07002 reported condition not confirmed. Additional h3 investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that it was received one open sample that pertain to the product code vr945. Upon visual inspection of the detached needle, the swage and attachment area were noted to be as expected and the needle still attached to suture piece. Marks on the body needle that appears to be caused by a surgical instrument could be observed. The suture was examined, body fluids at some along of the strand and the end of the swage area was noted cut probably caused by a surgical instrument. In addition, no issues related to pull off - suture needle could be observed. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. The product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. The returned sample determined that it was received eight unopened samples that pertain to the product code vr945. In order to evaluate the condition of the returned samples, the packets were opened. The swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand no anomalies were observed during the evaluation. A functional test was performed using instron equipment and the pull force result was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.